Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the sys had a loss of cine operation, thereby losing subtraction, road-mapping or other critical vascular cine functions. There is no report of injury or death associated with this event.